Manufacturer narrative:
Six opened trocar cannula and hub assemblies were received in a zip top bag for the report of leakage. The returned samples were visually inspected. Samples 1, 2, and 3 were found to be nonconforming with a hole in the septum. Samples 4, 5, and 6 were found to be conforming. The final customer lot was identified. A device history record review for each of the component lots was conducted. The product was released in accordance with all product acceptance criteria. This complaint reported lot includes affected manufacturing lots. Due to an observed increased trend for this event, an internal investigation was initiated to determine if corrective and preventative actions were necessary. A root cause for the increased complaint rate was found to be related to a manufacturing post assembly inspection practice. The post assembly inspection has been discontinued and an effectiveness check has been established and will be monitored periodically. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the trocar cannula's backflow prevention valve did not function and caused leakage during an eye surgery". The product was replaced and the procedure was completed without harm to the patient. Additional information and product sample were requested for this report.